Manufacturer narrative:
(B)(4). D10: 42502606402 - femur cemented cruciate retaining (cr) standard right size 8 - (B)(6), 42532007502 - tibia cemented 5 degree stemmed right size f - (B)(6), 42540200032 - all-poly patella cemented 32 mm diameter - (B)(6), unknown - unknown bone cement - unknown - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 1 year post-op, the patient developed pain and effusion. Six aspirations have been performed with the latest resulting in 600 wbc and the patient was diagnosed with synovitis. X-ray showed femoral component loosening along with complaints of ambulation difficulties and joint laxity. Revision was recommended by surgeon. No further information provided at this time. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the event is confirmed by review of medical records. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented with recurrent bilateral knee pain, predominantly in the right knee, with repeated effusions and progressive functional decline. Despite multiple aspirations and treatments, effusions persisted without significant improvement. X-ray imaging revealed femoral loosening and clinically the patient experienced right knee instability, pain with weight bearing, and difficulty ambulating (requiring a cane) and a revision was recommended. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.